Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule didn't detach from the delivery device, but when the physician was taking out the delivery system, the patient cough and the capsule got stuck in the throat of the patient, then the capsule was detach and the physician was able to take out the delivery system without hurting the patient. The patient was not injured following the procedure.